Manufacturer narrative:
Additional information: d9 corrected information: e3, g2 the device has been received and the investigation has been completed. The results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected, and connector was observed to be detached. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the connector was detached. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference #: comp-(B)(4).

Manufacturer narrative:
The investigation has been updated and the results are as follows: stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The returned device was visually inspected, and connector was observed to be detached. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the connector was detached. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. The device was also inspected by w. Friebauer (director of research & development). The results are as follows: inspection: visual inspection only - microscope ( leica 10x ) product: daybreak device, manufactured by "daybreak" USA material: - erkodent disc sheets distributed from prismatik dentalcraft. - connector bands and anchors are not from prismatik dentalcraft. It is unknown where the "daybreak" USA company receives these parts from. Observation on the devices: all inspected devices, included in this case, do not show any material defects or signs of malfunction and/or signs of technical performance issues due to devices designs or, manufacturing mishaps. All parts functioned as they should and did it well. No indication of material defects, for example: bubbles, inclusions, circumferential edge defects, fractures, etc., are present on any of the included devices. Not on the anchors, not on the trays, and not on the band-connectors. None of the anchor button-heads and bases show any defect. None of the connector bands inside and outside surfaces and guidance paths, show defects or misfits. Conclusion: due to the short time of use (one night), it cannot be determined, if the patient had any clenching /movement habits, which could eventually might have contributed or caused a disconnecting of the upper tray from the lower tray or vice versa. A movement that loosens the connector band on both ends, so that parts (upper tray, lower tray, connector bands) become a choking hazard could not be duplicated in our lab and exercised successfully. It is unclear how this could have happened during usage/time of wear. A failed assembly, saying the band-connector was not correct and fully seated in snap-locked position on both ends, cannot be ruled out, even when this is very unlikely to have happened, and nearly impossible to have happened on both sides of the band-connector at the same time. Root cause description a root cause for this complaint cannot be explicitly determined. A potential root cause could be due to any clenching habits the patient may have which could cause the connector to be detached. Another potential root cause could be due to the connector being attached incorrectly. Manufacturer reference (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
It was reported that the patient reported that the band came loose in the middle of the night while he was sleeping and wearing it and he choked on it. The heimlich maneuver was performed to dislodge the band. The patient first used the device on (B)(6) 2025 and stopped using it the same day.